Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Implant date: (B)(6) 2005. Concomitant medical products: unknown optipac bone cement plus, catalog # unknown, lot # unknown.

Manufacturer narrative:
Cmp-(B)(4). Implant date: 2005. Concomitant medical products: biomet ilok tibial tray, catalog #: 141216, lot #: 778570. Vanguard tibial bearing, catalog #: 183464, lot #: 491750. Maxim ilok femoral component, catalog #: 140014, lot #: 089770. Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01324, 0001825304-2018-01577, 0001825034-2018-01579.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to wear, osteolysis, loosening and fracture of implants. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products : biomet ilok pri tib tray 83mm p/n 141216 l/n 778570. Max pri dcm tib brng14x79/83mm p/n 11-146174 l/n 491750. Maxim ilok ana pri fml 75 rt p/n 140014 l/n 089770. Biomet finned pri stem 40mm p/n 141314 l/n 789370. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned implants. It was noted the tibial tray was fractured and has bone cement adhered to cementing surface. Scratches were noted on the polished condyles of the femoral component and have bone cement adhered on the cementing side. Extensive wear, gouging, and discoloration was seen on the tibial bearing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01324-3, 0001825034-2018-01577-3, 0001825034-2018-01579-3.